Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with meropenam (1g, intravenous) and vancomycin (1g, intraperitoneal). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported meropenem was admindistered intravenously and was discontinued on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, and e1. B5: upon follow up, it was reported the cause of peritonitis was unknown. On the day of peritonitis diagnosis, the patient was hospitalized and was discharged on an unknown date. The vancomycin was administered every 3 days and discontinued on an unknown date. The meropenem is administered once daily and is ongoing. At the time of this report, the patient did not recover from peritonitis and cloudy effluent and recovered from abdominal pain. Pd therapy was put on hold and the patient was shifted to temporary hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.